Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (9) years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material adhered to the plastic distal end cover, but the type of the material or root cause cannot be identified. The customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Based on the results of the investigation, olympus confirmed physical damages of the foreign material residue point. These suggested events are detectable and preventable by handling device in accordance with the following IFU. The instruction manual operation manual, "IFU states that detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection". The instruction manual reprocessing manual, "IFU states that preventive measure in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories)". Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign objects clogging the nozzle and foreign objects attached to the plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.